Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) was exhibiting inappropriate mode switch episodes and the associated right ventricular (rv) lead showed intermittent capture. No intervention was reported. There were no patient consequences.